Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill bit broke off during surgery. It fractured off into the patient's bone during a scaphoid fracture repair. After approximately an hour of attempting to remove the drill bit, it remains in situ. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit broke off during surgery. It fractured off into the patient's bone during a scaphoid fracture repair, and it took almost an hour to remove the fractured drill bit. Attempts have been made and additional information on the reported event is unavailable.